Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose value was 136 mg/dl at the time of the incident. It was reported that the insulin pump just stopped working. The insulin pump error came up and the screen display the logo and notification light kept blinking and the customer had to remove the battery and discontinue from the insulin pump. The customer had reset the insulin pump and now it was off. The customer stated that they were able to clear the alarm and were able to complete the insulin pump rewind. The insulin pump passed the self-test. The customer had put in a new battery in the insulin pump to see if it turned on after the reset; the insulin pump error came up on the insulin pump screen. The insulin pump performs internal communication tests. The device will not be returned for analysis.